Event description:
It was reported that the ilet user experienced elevated blood glucose after announcing and consuming a breakfast of eggs and waffles. Fingerstick and cgm values were in the 200s and trending down, and there were no device leaks or alarms noted, with the event associated with the user interface component and characterized as an incorrect procedure related to meal announcement size. Symptoms included hyperglycemia peaking at 248 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.